Event description:
Manufacturers are having a lot of leaks in the humidifier bottles and the pop-off valve does not seem to be working. The pt was set on 6 liters with an sao2 of 73%. Manufacturers realized that the pt was not actually receiving the 6 lpm. Placed pt on a non-rebreather per doctor's order and sao2 went up to 97%.